Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with lows occurring multiple times daily and after meals despite announcing smaller meals, suggesting perceived overdelivery of insulin. Symptoms included low blood glucose requiring treatment with oral glucose and candy. Outcomes included the need for repeated carbohydrate intervention to correct hypoglycemia. Investigation included complaint intake and troubleshooting with user education via phone outreach. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on information provided. It was concluded that a reportable medical event occurred with hypoglycemia of undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.